Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter on post operative irrigation and debridement, the patient had wound healing issues which the physician believe are related to suture. As a result, the patients had come back for irrigation and debridement.